Manufacturer narrative:
(B) (4): the testing and investigation results indicate the complaint of under delivery was confirmed with a motor failure.

Event description:
The device evaluation identified a reportable malfunction, under delivery, related to the original complaint, which was not a reportable event.